Manufacturer narrative:
This report is submitted on august 6, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient reported no clinical benefit with device use and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device.